Event description:
Note: this report pertains to one of four devices used during the same procedure. It was reported to boston scientific corporation that four resolution 360 clips were used during a polypectomy procedure performed on (B)(6) 2024. Prior the procedure, the clips were not opening smoothly and were getting stuck when attempted to be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information obtained on january 8, 2025. It was reported to boston scientific corporation that four resolution 360 clips were used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, two of the clips deployed but fell right off. The other two clips were prematurely deploying while going down the scope.

Manufacturer narrative:
Block h2: additional information and correction: blocks b5 and h6 has been updated based on additional information received on january 8, 2025 stating that two of the clips deployed but fell right off. The other two clips were prematurely deploying while going down the scope. Due to the additional information received, the event is no longer considered reportable. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
Note: this report pertains to one of four devices used during the same procedure. It was reported to boston scientific corporation that four resolution 360 clips were used during a polypectomy procedure performed on (B)(6) 2024. Prior the procedure, the clips were not opening smoothly and were getting stuck when attempted to be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.